Event description:
It was reported that the patient was revised due to dislocation.

Manufacturer narrative:
The device had an in-vivo time of nearly two months at the time of revision. The condition of the device is unknown as it has not been returned for review. Manufacturing documentation was reviewed; the lot was 100% inspected on cmm. The device was used in the treatment of a disease. Product compatibility was reviewed with no issues noted. No additional complaints have been received from the product manufacturing lot. With the information provided, there is no indication that the devices failed to meet specification, and a definitive root cause cannot be determined.